Event description:
Event verbatim [preferred term] blistered [blister] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer via product quality complaints. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient mentioned in 2014 she used thermacare and actually blistered a little bit from it, but she bought some first aid burn cream and it was fine. She had a little scar. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event blistered was resolved and the outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm ranking: s3. Follow-up (11jul2019): this follow-up report contains no new safety information. Follow-up (31jul2019): new information received from the product quality complaint group includes: severity of harm ranking: s3. Follow-up (30aug2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm ranking: s3.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm ranking: s3. Site sample status: not received.

Event description:
Event verbatim [preferred term]. Blistered [blister], scar [scar]. Narrative: this case is considered as invalid due to duplicate of (B)(4). This is a spontaneous report from a contactable consumer via product quality complaints. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient mentioned in 2014 she used thermacare and actually blistered a little bit from it, but she bought some first aid burn cream and it was fine. She had a little scar. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event blistered was resolved and the outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm ranking: s3. Site sample status: not received. Follow-up (11jul2019): this follow-up report contains no new safety information. Follow-up (31jul2019): new information received from the product quality complaint group includes: severity of harm ranking: s3. Follow-up (30aug2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. Follow-up (25sep2019): no follow-up attempts are needed. No further information is expected. Follow-up (10aug2020): this is a follow-up report to notify that the case (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number (B)(4). This case is being deleted from the database for the following reason duplicate of (B)(4). No follow-up attempts are needed. No further information is expected., comment: based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] blistered [blister] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer via product quality complaints. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient mentioned in 2014 she used thermacare and actually blistered a little bit from it, but she bought some first aid burn cream and it was fine. She had a little scar. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event blistered was resolved and the outcome of the other event was unknown. Per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2019): this follow-up report contains no new safety information. Follow-up (31jul2019): new information received from the product quality complaint group includes: severity of harm ranking. Company clinical evaluation comment: based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim (preferred term) blistered (blister), scar. Case narrative: this is a spontaneous report from a contactable consumer via product quality complaints. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient mentioned in 2014 she used thermacare and actually blistered a little bit from it, but she bought some first aid burn cream and it was fine. She had a little scar. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event blistered was resolved and the outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device.